Manufacturer narrative:
The technician observed that the handpiece ran in reverse for a brief second and switched to forward. Upon disassembly, a magnet toggle adhesive failure and toggle magnetic interaction failure were identified. The e-box, toggle-lever assembly, and trigger assembly were replaced along with other suggested components.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device switched into the wrong mode during use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device switched into the wrong mode during use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.